Manufacturer narrative:
On february 05, 2020, the mentor failure analysis lab received the device for evaluation. In addition, an updated date of explant was provided: (B)(6) 2019. On february 11, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device it was observed some creases in anterior and posterior view. Leak testing revealed a tear within one of the creases in posterior view, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease/fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two mentor smooth round moderate plus profile 350cc and experienced bilateral deflations post-operatively, which were confirmed by a physician. As a result, the patient would undergo explantation on (B)(6) 2019. This report is for the right side device.